Manufacturer narrative:
Additional information was added to b5, d10, h4, h6, and h11. Correction to e1: initial reporter e-mail. B5: the device contained an unspecified chemotherapy drug. H4: the lot was manufactured between august 7, 2023 ¿ august 8, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and fluid inside the device¿s bladder was observed which suggests a possible underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during infusion. The expected therapy time was 46 hours; however, it was observed that the therapy completion time was 18 hours longer than expected. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.